Event description:
The user stated calcium was recovering low for pt samples and a physician had previously complained about the low results. The samples are drawn in red top serum tubes in lithium heparin plasma tubes. The user provided results for 8 samples originally tested on the integra 800 then taken to the hospital for repeat testing, possibly on an acelera analyzer. Of the data provided, 5 results were found to be discrepant. All results are in mg per dl. Sample 1 initial result 8.2, repeat result 9.1. Sample 2 initial result 7.9, repeat result 9.2. Sample 3 initial result 7.9, repeat result 8.8. Sample 4 initial result 8.0, repeat result 8.9. Sample 5 initial result was 8.0, repeat result was 8.9. The user also provided 8 results tested on the integra 800 and sent to a reference lab for repeat testing. Sample 1 initial result 8.2, repeat result 9.3. Sample 2 initial result 8.0, repeat result 9.4. Sample 3 initial result 8.3, repeat result 9.4. Sample 4 initial result 8.4, repeat result 9.3. Sample 5 initial result 8.6, repeat result 9.8. Sample 6 initial result 8.3, repeat result 9.7. Sample 7 initial result 8.5, repeat result 9.8. Sample 8 initial result 7.8, repeat result 9.1. The user stated she did not report the results and that a physician had complained about results previously but did not treat the patients.

Manufacturer narrative:
The field service representative determined the reagent cassette was the cause. The user changed the lot number calcium reagent cassette and replaced the rt2 reagent probes. The field service representative helped with a database backup, performed sample and reagent flow checks, checked the pipette syringes, and performed a photometer and fluidic tests. He verified the analyzer operation by performing calibration and qc.